Event description:
It was reported that the device turned off during a charging session a few days into the crossover. The patient did not realize and therefore the device remained off. The patient¿s implantable neurostimulator (ins) was turned back on. The first programmed settings remained and the patient was extending her crossover period. The outcome was reported as ongoing. No actions were taken. No diagnostic methods were performed. The event was related to the device or therapy and not related to the implant procedure. The severity was noted as mild.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of a foreign clinical study reported the patient accidentally turned the device off during the recharge session. The device was reprogrammed as an intervention and the event was considered resolved without sequelae.